Event description:
It was reported the trial patient felt the lead shift and was barely feeling stimulation in a different area. Stimulation in the wrong location was noted. The trial patient was not getting symptom relief and it was ¿not working.¿ it was added the patient started the trial as of the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, product type lead. (B)(4).